Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported that the insulin pump received a button error alarm. The patient's blood glucose at the time of incident is unknown. The patient was not seriously injured or hospitalized, and before further details could be given the call was dropped. A call back was attempted but there was no answer. No products were returned or shipped.